Event description:
Patient's ventilator spontaneously shut down, screen when blank, alarmed. Patient required bagging. Vent then spontaneously restarted, and patient reconnected to vent. Ventilator switched out to new vent. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). Nihon kohden has been tracking and working closely with us to find the underlying cause of this issue.